Event description:
It was reported to boston scientific corporation that an ultraflex covered esophageal stent was used during a dilatation procedure performed on (B)(6) 2009. According to the complainant, the stent could only be partially deployed. It was not possible to retract the lat 2 to 3cm of the suture. The proximal part of the suture line broke off outside the body. The delivery system and stent were then removed. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
Partial deployment; deployment suture broke. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).